Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to device not working. No other information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-3138-35, serial number: (B)(6), batch/lot number: 7071901, model/catalog description: lead extension kit 35cm, unique identifier: (B)(4). Model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 7075079, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-3138-35, serial number: (B)(6), batch/lot number: 7079732, model/catalog description: lead extension kit 35cm, unique identifier (UDI): (B)(4).